Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
User was shocked while disconnecting the system from the power outlet. Investigation is in process.

Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Potential loss of data. Investigation is in process.

Manufacturer narrative:
Investigation: the customer service engineer visited the customer site, and performed full system safety and functional testing. The results of the testing were passing. No further system investigation was required. The issue was resolved through the service process.